Event description:
It was reported that during a percutaneous coronary intervention procedure, sheath damage occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the non calcified mid left anterior descending artery. This 1.50mm rotalink burr was selected and was tested outside the patient at 170,000 rpm. The burr was then inserted into the patient, the physician started the burr but the speed dropped dramatically to 150,00rpm. The patient blood pressure drop to 60/40mmhg. The patients baseline blood pressure was 120/80 mmhg. It was further reported that the physician felt that the device may have cause the blood pressure issue. The physician stop and pulled the system out of the patient. Once the burr was outside the patient, they found that the sheath that covers the burr had been torn apart and it looked like it was "burned". The procedure was completed with another of the same device. No further patient complications were reported and that patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned complaint device revealed that the catheter sheath was torn/split approximately 10.5cm from the strain relief and blood was evident in the catheter sheath. It was not possible to wet test the catheter device due to the damaged catheter sheath. The distal sheath and the burr were microscopically examined and no issues were noted with the distal sheath and the burr. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states "if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, sheath damage occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the non calcified mid left anterior descending artery. This 1.50mm rotalink burr was selected and was tested outside the patient at 170,000 rpm. The burr was then inserted into the patient, the physician started the burr but the speed dropped dramatically to 150,00rpm. The patient blood pressure drop to 60/40mmhg. The patients baseline blood pressure was 120/80 mmhg. It was further reported that the physician felt that the device may have cause the blood pressure issue. The physician stop and pulled the system out of the patient. Once the burr was outside the patient, they found that the sheath that covers the burr had been torn apart and it looked like it was "burned." The procedure was completed with another of the same device. No further patient complications were reported and that patient's status is stable.